Event description:
It was reported by the patient that following the use of a infrared heater they experienced faint and dizzy spells. The patient inquired whether the heater interfered with the device. The patient is no longer using the heater, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.